Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the networking hardware for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed it was "connecting to ip" but would not complete the connection. Additionally, the system was powered down but the power button remained illuminated and was blinking. There was no patient present when this issue was identified. No additional information was provided.